Event description:
It was reported that pump housing area was cracked and charging plug did not connect properly unless moved around. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and case was documented and closed with no additional actions reported.